Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : examination of the returned devices confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device d19061760, and no non-conformances/manufacturing irregularities were identified. B1 (adverse event) and b2 should not have been checked.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
05 oct 2020: additional information was received from (B)(6) , sales rep, on september 30,2020 at 6:22 pm stating "this was my case that I covered. He had an issue with short post. I had two of the posts cross thread. He used a guide wire to seat the glenosphere."

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this surgeon used the delta extend exclusively for all his primary and reverse shoulders. This is the first time he has used the new short post on the glenospheres. He uses the guide wire every time he implants them. This time he had a hard time aligning the post. When he was inline and started to screw in the post. We could here the distinctive squeak when the threads were engaged. The glenosphere would not advance. He removed it and evaluated the glenoid and removed any osteophytes and tissue that might impinge in the two implants. He inserted once again and the threads started to strip. He wanted another glenosphere so the nurse opened to the field. Same as the first it started to strip again. We came to the conclusion that the metaglene may be damaged. He removed and replaced with a new one. He also implanted a third glenosphere and that finally seated properly. The patient wasn¿t injured. The surgery time was extended by a hour. Right knee.